Manufacturer narrative:
Concomitant medical product: alcohol caps (5), non-bd extension sets (4), 20ml bd syringe, 20ml bg heparin syringe (1unit/ml), 250ml b braun bag eva mixing container ref 2112528 additional information: d.10, & d.11. The customer¿s report of sticky and leaking filter was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Dark yellow liquid was observed within the micron adult filter and throughout the set. Visual inspection observed the micron filter to be sticky. No anomalies or evidence of damage were observed on the filters or the set upon initial visual inspection. Functional testing observed the micron filter to be leaking from the bottom air vent. The root cause of the leak was not identified.

Event description:
It was reported that upon assessing the tubing wherein total parenteral nutrition was infusing, the filter noted to be sticky. It was believed that a leak occurred at the filter. There was no moisture noted on the bed linen and there was no active leaking. The tubing and cap were changed without any incident. The event occurred in neonatal intensive care unit. There was no patient injury. A photo of the product was provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient is a neonate. Per customer, the requested patient demographics is not available.

Event description:
It was reported that upon assessing the tubing wherein total parenteral nutrition was infusing, the filter noted to be sticky. It was believed that a leak occurred at the filter. There was no moisture noted on the bed linen and there was no active leaking. The tubing and cap were changed without any incident. The event occurred in neonatal intensive care unit. There was no patient injury. A photo of the product was provided by the customer.